Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose after eating popcorn without a meal announcement, with glucose rising above 200 mg/dl and later decreasing to 72 mg/dl overnight as the ilet delivered correction insulin. Symptoms included hypoglycemia to 72 mg/dl without associated loss of consciousness, dizziness, or any need for assistance. Outcomes included temporary hyperglycemia for a few hours followed by hypoglycemia, which was self-treated with oral glucose in the form of gummies, with no medical intervention. Investigation included technical support and troubleshooting with user education, and a sample of an alternative infusion set sent with follow up. Investigation of this case revealed the use related factor of a missed meal announcement. It was concluded that the event was most likely due to use related factors associated with the missed meal announcement, with device function consistent with design, and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.